Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, inspected the arm, cleaned the collet clamps and tip eject sleeves and replaced necessary part. The instrument was inspected, tested without further problem, and returned to expected operation.